Event description:
The uterus was sounded to 7 cm. Thermal balloon was placed and inflated with approx. 6 ccs. Of sterile water. Appropriate intrauterine pressures were obtained. The controller indicated water was heating to 87 degrees centigrade. The procedure was well into 8 minutes of thermal destruction of the endometrium when it was noted that the intrauterine pressures were falling & had fallen greater than 50 mm hg. Balloon was withdrawn & it was noted that there was no heat to the thermal end of the balloon. Close adherence to performing all of the steps as listed in the proceudre was undertaken again. However, with insertion of a 2nd thermal balloon, it was noted that the balloon seemed to go into the intrauterine cavity slightly farther to approx. 8 cm at this time. Attempts to achieve intra-uterine presssures were not successful, in spite of again close adherence to the instructions. A laparoscopy was performed & uterine perforation was noted. It was just right of the midline & was oozing fairly profusely. Hemostasis was obtained in the area of the perforation. This section was corrected and re-entered after follow-up with the user facility. Not clear in 3500a form from user facility. H-6 conclusion: upon review of the event description it is noted that the uterus was sounded a t 7 cm and the catheter was inserted into the uterus 8 cm. As per the user manual it states "ensure depth indicated by markings on catheter is consistent with previous sound measurement." As per the user manual contraindications include "a pt with active genital or urinary tract infection at the time of procedure (e.g., cervicitis, vaginitis, endometrisits, salpigtis, or cystitis). The product upon which the 3500a form is based has not yet been made available to co. Shold the device become available, a product eval will be completed and a follow up 3500a will be submitted accordingly.